Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during patient use of the portex® tracheostomy tube, it was identified that the balloon was perforated. The perforation was found by testing the device with a cuffometer. Related MFR #: 3012307300-2016-00554.

Manufacturer narrative:
Device evaluation in progress the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was further reported that the reported incident resulted in a cannula change in residence and the patient was transferred to hospital care due respiratory instability. The patient was reportedly stable after the device change and the event was considered resolved. The reported device in patient use for 7 months prior to the event and the device was tested prior to patient use. No patient injury occurred and no medical intervention was provided.

Manufacturer narrative:
Two tracheostomy tubes were returned for evaluation in used condition and without original packaging. Visual inspection of the devices found no discrepancies. Functional testing involved a leak test and showed a leak at the pilot balloon in one of the two devices. A review of the testing and inspection documents was conducted and deemed adequate. A review of the manufacturing process of a similar lot was conducted and did not find any discrepancies. Functional testing involved 32 similar devices in an inflation test and no deflated pilot balloons were detected. Based on the evidence, the root cause of the reported issue was attributed to a manufacturing issue. The most probable root causes are related to the blow molding process, wear of the coating and stamping, and the undetected leak on the pilot balloon.